Event description:
It was reported that during trialing the tasp broke into two parts. No known patient impact at this time.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - provisional bottom. Visual examination of the returned product found it to exhibit signs of repeated use nicked/ gouged/ worn/ fractured. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Complaint is confirmed by the tasp bottom being fractured. The root cause of the reported issue is attributed to wear and tear from repeated use over the 7+ years of possible use in the field. No corrective actions, preventive actions, or field actions resulted after investigation of this event. CAPA 429 was previously initiated to address the design deficiencies found in lot 62937354. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.